Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error and stated that the pump is not working. The customer reported no adverse event. The event involved product(s) mmt-1884l and mmt-7333. Troubleshooting was performed for the critical pump error, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. Product return is not applicable for non-physical devices.

Manufacturer narrative:
Pump was received with alarm-aa99-critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to alarm-aa99-critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage pcba 1, pcba 2 and force sensor. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm. Unable to test for bolus anomaly due to alarm-aa99-critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 28-jun-2025 in the pump history file and found 1 lost sensor1 alert (780) on (B)(6) 2025, 2 sensor error alert (801) on (B)(6) 2025, 1 lost sensor1 alert (780) on (B)(6) 2025,1 no delivery (7) on (B)(6) 2025 (during bolus), 2 pump error 35 on (B)(6) 2025 15:08:09.000 and on (B)(6) 2025 15:18:00.000. Unable to test for lost sensor alert, sensor error alert and insulin flow blocked alarm/no delivery alarm due to alarm-aa99-critical pump error (open book image) alarm. Found 2 fatal alarm pump error 35 in the pump history file on (B)(6) 2025 15:08:09.000 and on (B)(6) 2025 15:18:00.000. Alarm-aa99-critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Alarm-aa99-critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to alarm-aa99-critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs (hyperglycemia). Alarm-aa99-critical pump error confirmed. Alarm-a338-pump error 35 confirmed. Damage-moisture confirmed. No current code/category unknown (bolus anomaly unknown). Upload error confirmed (unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.